Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of the rotablator rotalink plus atherectomy device. The distal end of the burr catheter including the burr was not returned for further analysis. Inspection of the device found that for a length of 8mm distal from the strain relief, the sheath was worn and torn. The coil was detached and stretched at 1.5cm distal from the strain relief.

Event description:
Reportable based on device analysis completed on 18jul2025. It was reported that the burr failed to advance the lesion. A 1.25mm rotablator rotalink plus was selected for use in the right coronary artery. During the procedure, the doctor was trying to burr the calcified lesion in rca but somehow the rotablation was not impactful. The doctor then decided to go with ivl and completed the procedure. No patient complications reported. However, device analysis revealed that the sheath was worn and torn. The coil was detached at 1.5cm distal from the strain relief.